Event description:
It was reported by the clinician that the sheath did not peel away properly during catheter placement. The physician had to use a scissors to get the sheath to separate. There were no p complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.